Event description:
The customer alleged that the unit was leaking a "green fluid" which was confirmed to be cidex opa. The customer stated that no injuries were reported from the event.

Manufacturer narrative:
The customer repaired the unit. It is in operation.